Event description:
Caller reported cgm error 42 related to a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to perform a complete pump reset, which resolved the issue, and the sensor session was successfully restarted.